Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the sample revealed a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincide in position.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and a topical skin adhesive was used. Prior to the procedure, the assistant cracked the adhesive applicator and the inside ampoule of liquid broke but a piece of glass went through the rubber and poked her. There were no adverse consequence to the patient. Additional information has been requested.